Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device received, investigation summary: as per service engineer- (B)(6), casting assembly - problem under warranty invoice no. (B)(6) , dated 18-02-23. There was no injury to the patient problem investigation. Cartridge,neck ,head cap and casting assembly - replaced cartridge ,neck , head cap and casting assembly.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury.

Manufacturer narrative:
Additional information received: investigation result additional: received = 1x x-smart casing assembly h1004e2810010 x-smart casing assembly sav various mechanical problem inside of the handpiece casing is broken with this additional information adding additional codes. This is a follow up report for this additional information.